Event description:
It was reported that no capture was noted on ra lead following cardioversion. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5147394.